Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). The physician explanted and replaced the device. No additional adverse patient were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). The physician explanted and replaced the device. No additional adverse patient were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated. The returned subcutaneous implantable cardioverter defibrillator (s-ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, shocking, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.